Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer attempted to reboot the station, shut it down by unplugging and reconnecting the power cord, and then attempted to recover the drawer again; however, the drawer continued to fail and could not be recovered. The customer also reported difficulty opening the drawer, stating that it appeared to be jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the half height drawer 5.1 was not detected on the bus. The fse reseated the connection between the row board cable and the drawer control printed circuit board and then observed the customer successfully accessing the drawer, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.